Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an alliance inflation syringe was to be used during a procedure. According to the complainant, during preparation for the procedure, the needle in the gauge of the device was noted to be set at 3 atm. It was reported that the procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event that the gauge of the device was reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the that the gauge needle was stuck at 3 atm. Th reported event of gauge reading inaccurately was confirmed. The complaint was most likely caused by handling of the device without patient contact either during storage or preparation. It is most probable that the device was mishandled during storage of the device in the hospital or during preparation when the package was being opened. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an alliance inflation syringe was to be used during a procedure. According to the complainant, during preparation for the procedure, the needle in the gauge of the device was noted to be set at 3 atm. It was reported that the procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.